Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose. Customer changed infusion set and found an air bubble the size of a pea in the reservoir. Customer's blood glucose was 189 mg/dl. Troubleshooting was not done due to call disconnecting.